Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited high, out of range, pacing impedance and thresholds measurements. This patient lost to follow up for two and a half years. When the patient presented for device check, daily measurements on rv lead impedance showed high pacing threshold and high out of range pacing impedance measurement since june 2013. Shock lead impedance measurement was normal and no noise was noted on rate- sense channel. Pocket manipulation was performed to elicit noise but no noise was produced. Subsequently, the patient underwent a revision procedure where this rv lead was explanted and a new lead was successfully implanted with normal diagnostics. Additional information was received that a connection defect was suspected since the x-ray on the lead did not reveal fracture. The lead was also tested with pacing system analyzer (psa) with results in normal limits. No additional adverse patient effects were reported. The device remains in service while the lead is no longer in service and was returned.